Event description:
It was reported that during implant it was difficult to get good atrial sensing. After deploying and retracting the helix several times the helix would not work anymore. The lead was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomalies were found.